Manufacturer narrative:
UDI not available for this system at time of filing. Manufacture date unavailable at the time of filing. Log analysis was performed. The system was found to be consistent with a software issue. The issue is being tracked internally by medtronic.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that after the site booted up the system and went to register, the camera had a red x on it and the system went into an unresponsive state. They attempted to reboot the software without resolution. The site shut down the system and rebooted it which resolved the issue. The surgery was completed with navigation and there was no impact on patient outcome. This issue was noted while reviewing core files, which identified that the system went to an unresponsive state while the user was in the "register task".